Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump erased settings when putting a new battery and the buttons are unresponsive and had low battery or low reservoir but the pump did not give an alert. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08670 inches. The trace and history files were successfully downloaded using thus. The audio tones were heard and the vibrate motor tunrned on during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Toggled the vibrate function on/off several times, each action performed properly. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (64 units). Several boluses were programmed and delivered (25-units, 18-units, and 5-units). The low reservoir alarm activated (audio tone, flashing led light, and alarm displayed on the screen) properly at 20.0 units left. Removed battery several times during testing. The setting stayed in the pump memory and the pump alertyed "insert battery" properly. All buttons operated properly during the testing. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. The complaints of erased settings when putting a new battery, buttons are unresponsive and had low battery or low reservoir, but the pump did not give an alert are all not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.